Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and tested ok. (B)(4).

Event description:
It was reported that the patient had bacteremia. Drainage from the device site, hematoma, fever and positive mssa bacteremia were noted. Antibiotics were administered and the entire system was later explanted and not replaced. The patient was enrolled in the (B)(6) study. No furhter patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that a new system was implanted.